Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for the right side. Device has been explanted.

Manufacturer narrative:
(B)(6). Device evaluation: visual analysis of the returned device identified, weight to the spec and crease fold. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.